Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up due to receiving a patient notifier. Upon interrogation, the pacemaker was in backup vvi mode. A software download was performed and the device was restored. Patient remained in good condition and will continue to be followed normally.